Event description:
It was reported that the material of the devices is tearing open. Multiple attempts for additional information was requested to the customer has been unsuccessful. Patient condition unknown at time of report.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the material of the devices is tearing open". Multiple attempts for additional information was requested to the customer has been unsuccessful. Patient condition unknown at time of report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as the customer has reported that the sample is not available for investigation; however, the customer did provide a photo. The photo was reviewed and it was confirmed that the tubing was torn. The manufacturing site reports: based on the observation, this complaint is confirmed. The defect part was supplied by our supplier. In manufacturing, a non-conformance (nc) has been raised to address this issue and root causes with corrective actions will be implemented through this nc process.